Event description:
It was reported that approximately six-months post-operatively the locking mechanism of a two-level ozark plate disengaged at c6 and two ozark self-tapping screws at that same level migrated. This report captures the second of the two screws.

Manufacturer narrative:
Device remains implanted.

Event description:
It was reported that approximately six-months post-operatively the locking mechanism of a two-level ozark plate disengaged at c6 and two ozark self-tapping screws at that same level migrated. This report captures the second of the two screws.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion.